Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2. They advised the home patient (hp) that air had entered the setup. The hp recycled power and se 2367 alarmed. The tsr advised the hp that therapy had ended and he would need to start over with new supplies or do a manual exchange. Tsr had the hp close the clamps and transfer set and recycle power to press go to start. The hp was advised to inform the peritoneal dialysis registered nurse (pdrn) of the se 2240. The tsr explained to the hp that any of the lines not being used during therapy must remain closed. Therapy ended and the hp would do a manual exchange. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.